Manufacturer narrative:
Concomitant medical products: product ID 8578, lot# hg210b808, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type catheter; product ID 8709, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2018, product type catheter; product ID: 8578, serial/lot #: (B)(4), ubd: (B)(4) 2019, UDI#: (B)(4); product ID: 8709, serial/lot # (B)(4), ubd: (B)(4) 2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving lioresal, unknown concentration at unknown dose via intrathecal drug delivery pump for unknown indication for use. It was reported that the rep was notified by email (B)(6) 2018 by the hcp on monday that patient's pump was explanted due to infection. For environmental/external/patient factors that may have led or contributed to the issue, no falls were reported. No diagnostics/troubleshooting was reported. At the time of this report, the issue had resolved and patient status was alive-no injury. No further complications were reported.